Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the mcl20 device was returned in good visual condition. In addition, a bag with one malformed clip was returned along with the device. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. No jamming issues occurred during analysis. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a radical cystectomy procedure, the clip applier formed about five acceptable clips and then the clips started falling out of the jaws and eventually jammed. Case completed with another device of the same product code. There were no patient consequences reported.